Event description:
The facility reported an infusion pump with channel b out of service. This report was noted during patient infusion. The hosp rep stated that they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact info, patient demographics, medication involved, or pump programming.